Event description:
The customer reported a flo-gard infusion pump which experienced an occlusion alarm upon power up. This condition may be a false occlusion alarm. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 device ruptured before use. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a leak was confirmed. The root cause was determined to be missing film wrap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.